Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking onto the tray of the coulter lh 750 slidemaker. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found quick disconnect qd2 was leaking. The fse replaced the quick disconnect. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).